Event description:
Customer reported the fast stop button on the rui is broken and there is no motorized movement. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the emergency stop switch, unable to reproduce the movement problem. System operates as intended.